Manufacturer narrative:
The pt was afflicted with rhabdomyolosis as a result of polysubstance drug abuse. He also had a diagnosis of hepatic failure although the cause of this is unk. He had a temporary right-sided femoral catheter, size unk. The pt's pressures were as follows: access: +29mm/hg, return 0mm/hg, effluent: -11mm/hg and filter: -161mm/hg. The pressures on the machine were abnormal leading to the belief that the clotting that the facility's acute mgr described was, in fact separation of the replacement fluid from the blood as a result of a poor vascular access in the pt's femoral line. This resulted in the appearance of the blood clotting as the replacement solution in the tubing never actually infused into the pt and "back-washed" into the lines giving the appearance of serum separation.